Event description:
It was reported that during iol implantation, the physician determined that the pt had loose zonules and had to use a different lens. The incision was enlarged to remove the ao60g lens, an anterior chamber lens was implanted and the incision was sutured. The pt was reported as doing fine. This report refers to the pt's left eye.

Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.